Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report her blood glucose have been in the 500-600 mg/dl range while she was using expired cartridge and was not changing her tubing per the instruction for use. Reportedly, she has been getting multiple occlusion alarms usually in the morning and wakes up with blood glucose reading over 600 mg/dl. At the time of concern, she had symptoms of extreme thirst but no ketones. After she was able to administered self treatment with insulin via syringe and change her infusion set at the time, her blood glucose readings returned within target. There was no bent cannula or issue with the site. At the time of the call to animas, the patient was not having any issues. Her blood glucose was within target with no symptoms of hyperglycemia. Troubleshooting indicated the patient had expired cartridge dated november 2012 and was only changing her tubing every 5 days. This complaint is being reported due to possible use error (usage of expired product) and because the patient experience blood glucose readings over 500 mg/dl while on insulin pump therapy.